Event description:
A distributor from air liquide healthcare ireland reported an issue with a continuous glucose monitor (cgm), specifically cgm error 42, on december 8, 2025. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support guided the caller through a pump reset process, after which the cgm error did not reappear, allowing the caller to successfully start their sensor session. No device return was necessary following this resolution.